Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no device could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event. A surgeon indicated in an e-mail that unknown screws in the matrix mandible set tend to strip and cannot be removed from the mandible. This has happened with an unknown number of screws with an unknown number of patients. No further information was provided. No reported patient or procedure harm was noted. This report 1 of 1 for (B)(4).